Manufacturer narrative:
Analysis is ongoing. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated): device experienced a release valve defective alarm, during a patient ventilation. The patient was not harmed. According to additional information received, the issue did not occur during ventilation but during preparation of the device before usage.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause cannot be determined. There was no patient or user harm. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated): device experienced a release valve defective alarm, during a patient ventilation. The patient was not harmed. According to additional information received, the issue did not occur during ventilation but during preparation of the device before usage.